Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Programming changes were attempted to resolve the issue; however, it was unsuccessful. The left ventricular lead was repositioned. The patient was stable after the procedure.